Event description:
It has been reported to philips that the system failed o turn on. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was indicating that there was no power of device. Upon further inspection, philips field service engineer (fse) inspected the system onsite and found that the pdu fantray and dcps component were defective. The defective pdu fantray and dcps component was returned for failure analysis and found the root cause was 24volt power supply. Fse replaced the pdu fan tray and dcps. After the replacement of pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.